Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified left common femoral artery (lcfa) was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Initial flushing of the marker lumens with saline prior to use was successful. Reportedly, a suture break occurred with the first proglide device when the plunger was removed. A second proglide device was advanced into the artery; however, there was no obvious blood flow from marker lumen. The sutures of two new proglide devices were successfully pre-placed in the lcfa. One proglide device was used for successful suture placement in the right common femoral artery (rcfa) using the pre-close technique. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved in the lcfa and rcfa with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.